Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and broken battery tube threads. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 413 mg/dl at the time of incident and treated with insulin pump. Customer also reported that the insulin pump was damaged and no damaged on reservoir lip ring. It was reported that there was crack from battery side and on the back of the insulin pump where the clip goes. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.